Event description:
It was reported that device entrapment and removal difficulty occurred. An 8.0-36 carotid wallstent self expanding was selected for use. During post stent deployment, the stent system became stuck with non-boston scientific guidewire, resulting in removal difficulty during retrieval. The entire system was removed along with the guidewire. The stent remains implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
H7 if remedial act init, type & h9 correction/removal reporting #: corrected.

Event description:
It was reported that device entrapment and removal difficulty occurred. An 8.0-36 carotid wallstent self expanding was selected for use. During post stent deployment, the stent system became stuck with non-boston scientific guidewire, resulting in removal difficulty during retrieval. The entire system was removed along with the guidewire. The stent remains implanted. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment and removal difficulty occurred. An 8.0-36 carotid wallstent self expanding was selected for use. During post stent deployment, the stent system became stuck with non-boston scientific guidewire, resulting in removal difficulty during retrieval. The entire system was removed along with the guidewire. The stent remains implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h, device manufacturers only.

Event description:
It was reported that device entrapment and removal difficulty occurred. An 8.0-36 carotid wallstent self expanding was selected for use. During post stent deployment, the stent system became stuck with non-boston scientific guidewire, resulting in removal difficulty during retrieval. The entire system was removed along with the guidewire. The stent remains implanted. There were no patient complications as a result of this event.